Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) showed a high, out of range shock impedance alert. The values were stable until the date in which they rose. It was recommended to bring the patient in so isometrics and pocket manipulations could be completed for this rv and ICD that remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.